Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6). This report is being filed on an international product, list number 06r87-22, that has a similar product distributed in the us, list number 06r87-20.

Event description:
The customer observed false positive sars-cov-2 igm results for ten patients on an architect i1000sr analyzer. The following data was provided (<1.00 index (s/c) is negative, >/=1.00 index (s/c) is positive): sample ID (B)(6) result was 2.37 index (s/c), sample ID (B)(6) result was 1.1 index (s/c), sample ID (B)(6) result was 2.4 index (s/c), sample ID (B)(6) result was 2.22 index (s/c), sample ID (B)(6) result was 1.25 index (s/c), sample ID (B)(6) result was 3.26 index (s/c), sample ID (B)(6) result was 1.61 index (s/c), sample ID (B)(6) result was 2.46 index (s/c), sample ID (B)(6) result was 1.29 index (s/c), sample ID (B)(6) result was 1.41 index (s/c). It was noted that the igg and pcr results were negative for these patients. It was also noted that most of these patients all had some sort of allergy. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false positive architect sars-cov-2 igm results included a search for similar complaints, the review of complaint text, trending data, labeling, scientific literature, and device history records. Sensitivity and specificity testing was done using an in-house retained kit of lot 22021fn00, stored at the recommended storage conditions. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 22021fn00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue under review. The customer reported false positive architect sars-cov-2 igm results for ten patients when using lot 22021fn00. Negative architect sars-cov-2 igg and pcr results were returned for all ten patients. It was also noted that most of these patients all had some sort of allergy. In this case, no specific patient history was provided for any of the 10 patients. The doctor of the laboratory was also unable to define the type of allergy, as it was not declared, but reports that they are historically allergic patients. Per the summary and explanation of test section in the package insert, the host immune system reacts to the infection by sars-cov-2 by producing specific antibodies. These antibodies have been reported to appear in serum or plasma of infected individuals after the detection of viral ribonucleic acid (rna) in swabs and a few days to 2 weeks after the onset of symptoms. Specific igm antibodies to sars-cov-2 may be detectable in covid-19 patients during the symptomatic phase of the disease after rna is no longer detectable. At this time, duration and strength of the igm antibody response continue to be characterized; the kinetics of this response are unknown. A study was also performed to estimate the positive percent agreement (ppa), between the sars-cov-2 igm assay and the polymerase chain reaction (pcr) comparator, 326 serum and plasma specimens were collected at different times from 103 subjects who tested positive for sars-cov-2 by a pcr method and who also presented with covid-19 symptoms. Each specimen was tested using the sars-cov 2 igm assay. The ppa and the 95% confidence interval (ci) were calculated. The ppa at = 31 days post-positive pcr result is 100.00% (95% ci: 51.01, 100.00). Twenty-eight (28) specimens from 8 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at = 31 days post-positive pcr result was 80.00% (95% ci: 37.55, 98.97). It should be noted that the duration of the igm antibody response has not been fully characterized. These study results are representative performance data. Results obtained in individual laboratories may vary. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Based on the investigation, architect sars-cov-2 igm reagent lot 22021fn00 is performing as intended, no systemic issue or deficiency of the reagent was identified.